Event description:
The event occurred prior to the start of a diagnostic procedure. The intended procedure was not completed.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections b5, e2, e3, h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was unexpected stress due to user handling. As stated in the instructions for use, as a preventive measure, "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image" was confirmed due to a faulty ccd unit. In addition, kinks and a shortage in the cable were causing intermittent horizontal streaks on the image.

Event description:
A user facility reported to olympus that no image was produced. The problem, as reported to olympus, occurred on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.